Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 540 mg/dl while wearing the pod longer than 48 hours. The patient stated that they experienced nausea. It was also reported that the pod was leaking insulin. The patient was treated with IV (intravenous) fluids and manual injections of insulin. The patient was released three day later. The pod was replaced at home. The old pod was thrown away.